Event description:
During the atrial fibrillation procedure, a member of the nursing team, while recording the opened and in-use catheters, identified that the viewflex catheter had an expired expiration date. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. An event of use of expired device during a procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. However, it was confirmed that *viewflex xtra ice catheter* batch number 10135864 expired on 31 dec 2024 which was prior to the reported event date of 08 jul 2025. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.